Event description:
During shoulder procedure using a monopolar ablation probe 90 degree and a rem pad attached to lateral line on the thigh, the pt started to complain that the leg was heating up and was receiving small shocks. Procedure was stopped, pad was placed in the posteria higher position. Pt's thigh was checked and there was a light red crescent shape. Per sales rep they think the pedal was stepped on continuously and not intermittent. Pad did not melt. Or stated that the pt had told them of an allergy to adhesive. The pt did feel some tingling in the leg and it was then they moved the pad. After surgery in post-op, the area was evaluated and found it to most likely be an allergic reaction to the adhesive of the pad, but this cannot be confirmed.